Event description:
Pt status post left modified radical mastectomy for breast cancer followed by silicone implant reconstruction 5 or 6 years later. The pt currently has problems with asymmetry and insufficient volume on the left. The pt is admitted at this time for removal of a left silicone gel breast imlant. No identification on the ruptured left silicone implant.